Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted too fast and the pump subsequently shut off multiple times. Customer reported blood glucose (bg) level was 250 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.